Manufacturer narrative:
Additional information: PMA/510k: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 using a direct tested, kitted, nasal swab sample. Confirmation genexpert pcr testing was performed on (B)(6) 2022 using a nasopharyngeal sample which was placed in viral transport medium (vtm) for laboratory testing and generated a negative result. No repeat testing was performed with the ID now covid-19 assay. The ID now covid-19 test was performed for routine entry to the emergency room (ER) as the patient had presented at the ER with multiple health issues. The patient was reported to have been asymptomatic at the time of testing. No additional information was reported.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m190139 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot m190139 and test base part number 190-430 / lot m190139. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m190139 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.